Event description:
On (B)(6) 2011, a gore excluder aaa endoprosthesis contralateral leg component was implanted in the left iliac limb to exclude an iliac aneurysm. The contralateral leg component extended the previously implanted surgical graft that had been implanted. On an unk date, CT showed a proximal endoleak on the contralateral leg component. On an unk date, an add'l gore excluder aaa endoprosthesis contralateral leg component was implanted. The endoleak was resolved.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.